Event description:
It was reported by the funeral home staff that the device was beeping post mortem and wanted to know how to shut the device off. Information identified in the manufacture's data base indicated the patient died approximately six months post implant of a cardiac resynchronization therapy defibrillator (crt-d). A cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.